Manufacturer narrative:
Description of code 4581 in h6 field: not in ¿control of herself¿.

Event description:
On (B)(6) 2020, lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared another device (unknown brand, emergency services device). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began at 2 p.m., on (B)(6) 2020. The reporter was unable to provide results obtained on the subject device. The patient manages their diabetes with self-adjusted insulin (unspecified type, 16 units when blood glucose is within normal target range and 30 units if blood glucose is high) and the reporter advised that the patient did not make any changes to her usual diabetes management regimen in response to the alleged issue. The reporter advised that at 4 a.m., on december 28, 2020, the patient became ¿incoherent¿, that she ¿couldn¿t walk¿ and that she was not in ¿control of herself¿. The reporter advised that in response to the patient¿s symptoms, she called an ambulance and that on arrival, the patient¿s blood glucose was measured at ¿59 mg/dl¿ on the emergency medical services (ems) device. The reporter stated that ems subsequently treated the patient with a peanut butter and jelly sandwich. At the time of troubleshooting, the cca confirmed an approved sample site was used to obtain the results and that the patient was following the correct testing procedure; however, the reporter was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject device at the time of testing. The reporter was unable and/or unwilling to confirm if the test strip vial was intact; if the strips had been open beyond the discard date or if they had been stored correctly as she did not know what test strips had been used to test the patient¿s blood glucose at the time of the alleged event. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged inaccuracy issue began with the subject device and required treatment from ems.